Event description:
Note: this report pertains to the spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the image of the spyscope dsii was lost within 2 minutes. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that no elevator marks were noted on the shaft of the catheter. A functional evaluation noted that no image was displayed and found evidence of fluid ingress and corrosion at the distal tip. Additionally, the device was analyzed as spyglass camera wire damaged and spyglass camera connection issue. The reported event was confirmed. It is likely that the camera wires separated from the the redistribution layer (rdl), possibly due to mechanical forces applied to the camera wire as the device was assembled or the tip was articulated. Once the wires were separated, it was possible for corrosion to begin to take place in the gap formed between the wires and the rdl. This fluid can affect the electrical characteristics of the connection between the camera wires and rdl, increasing resistance and resulting in a loss of image. Evidence from x-ray inspection of the device suggests that fluid was likely present in the camera assembly during the procedure. The epoxy used by the supplier of the camera to adhere the wires to the back of the rdl can produce halogen when exposed to humidity. This halogen accelerates corrosion of the camera wires if there is any portion that is exposed outside the jacketing. It is likely that exposure to saline and/or procedural fluids shorted out the camera, causing the reported visualization issue and resulted in corrosion over time. Based on investigation results, the probable cause selected for thevisualization issue due to camera wire damage from fluid ingress and possible corrosion is design inadequate for purpose, which indicates that problems were traced to the design. An investigation is underway to address this issue. A device history record review was performed and revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the image of the spyscope dsii was lost within 2 minutes. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.